Event description:
During the installation of the unicel dxc 800 synchron system, beckman coulter, inc. (Bec) field service engineer found that ab reagent valve leaked during priming due to poor screw of the connection port. The field service engineer replaced the ab reagent valve. Patient results have not been generated. There was no report of any adverse event or injury requiring medical intervention or treatment.

Manufacturer narrative:
(B)(4).